Manufacturer narrative:
The customer¿s report of a battery discharge alarm occurring without any prior low battery or very low battery warning was confirmed. Physical inspection noted the device to be in good condition. Review of the pcu error log shows no battery related malfunctions or errors recorded. The pcus battery log did not record any battery conditioning entries in the last 12 months. Analysis of the pcu event log confirmed there were no low battery or very low battery warnings that preceded the battery discharge warning on the pcu. The battery capacity of the pcu was below the acceptable range. The pcu was tested with a known good battery. Testing performed found the battery charging circuitry functioning properly. It was determined through the battery conditioning that the battery had a lower than expected battery capacity. The root cause of the report that a battery discharge alarm occurred without any prior low battery or very low battery warnings is believed to be the result of an overestimated battery capacity on the pcu.

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.